Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an increase in thresholds was noted on the leadless implantable pulse generator (ipg) during device check approximately four days post implant. A transvenous ipg was implanted and the leadless implantable pulse generator (ipg) also remains in use for back up pacing. No patient complications have been reported as a result of this event.